Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the auto gain function was not working. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the auto gain function not working was a faulty cable that had leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor quality image and water leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage due to faulty cable and poor camera image quality due to cable water leakage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head had an intermittent yellow image with brightness glare and error 228, during a therapeutic laparoscopy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.